Manufacturer narrative:
The system remains implanted. The root cause of the impaired healing could not be definitively established. Evoke scs system surgical guide instructs that after implantation of the evoke system, patients should take care to allow adequate healing and ensure that the leads and cls do not move.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for impaired healing at the lead implant site. Intravenous (IV) antibiotics were administered, the site was washed out and debridement was completed.